Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b716, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported a loss of therapeutic effect and low impedance of the lead after a fall where the patient ¿wrenched her back¿ on (B)(6) 2014. Afterwards, the patient had increased problems with urinary urgency and leakage where it was unpredictable and hard to control. No actions were taken and no diagnostics were performed. The event was non-serious and resolved without sequel on (B)(6) 2015.

Event description:
Additional information received from a healthcare provider for a clinical study reported the patient's knee problem, which affected her mobility and strength, was the reason for the fall.

Event description:
Additional information received from a healthcare provider for a clinical study reported device interrogation determined no evidence of lead breakage but impedances were less than 50 ohms for combination 1 and 0. The patient felt her device was working well as she did not have incontinence, urgency, or frequency. At times, the patient may double void.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.